Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # t5cr77. Device analysis: the analysis results showed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device fired but it did not discharge any staples and did not cut through the tissue. The physician did a hand anastomosis to complete the case. No patient consequences were reported.